Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70 serial number: (B)(6). Batch/lot number: 7076595 model/catalog description: infinion cx lead kit, 70cm unique identifier (UDI)#: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 27763817 model/catalog description: clik x anchor sterile kit unique identifier (UDI)#: (B)(4). Block d2b: pro code (product code): qrb.

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had impedances. The patient underwent a scs lead replacement procedure, was doing well postoperatively and the explanted devices were kept by the facility.